Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported a burning sensation near the pocket area. The patient had also reported that the left ventricular (lv) lead had been turned off a few days following the implant procedure. Additional information received from the health care professional (hcp) indicated that the patient had diaphragmatic stimulation one week post implant. The lv lead was programmed to off. At the two week device check the patient had a moderate hematoma. At that time the vt-1 zone was lowered to 170 bpm due to evidence of ventricular tachycardia (vt) at that rate. The patient was recently checked and the hematoma appeared to be resolving. There was no signs or symptoms of infection. All lead measurements were within normal range. In a review of the data the patient had been 3% atrial pacing and 4% rv pacing. The patient's heart rates ranged from 60-90 bpm. There had been 7 non-sustained vt episodes at rates from 133-189 bpm. One stored electrogram (ECG) indicated a 7 second vt episode at a rate of 210 bpm. It was reported the patient was briefly syncopal. The vt detect duration was programmed to 7 seconds, and the ventricular fibrillation (vf) was programmed to 5 seconds. Since the patient was symptomatic, the physician lowered the detect intervals to 3 seconds for vt and vt-1 and 1 second for vf. A follow-up appointment is scheduled for a future date in which plans for the lv lead intended to be discussed. The patient is also being monitored via latitude which is a remote monitoring system.